Event description:
It was reported that the device comes on and has a red screen and then shuts off. No physical damage was reported. The event occurred during startup. There was no patient harm, involvement or delay of therapy.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for repair for complaint of power issue. No relevant information was found in event history log. No relevant service history was found. The power issue was not confirmed through functional testing. Upon further investigation, found software error preventing use, downstream occlusion (dso) seal cracked, and lcd lens cracked. Replaced dso seal, and lcd lens. Installed newest software, unit now boots. Performed verification testing and device passed all testing criteria. Unit reset to standard configuration.